Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced a pinching sensation at the ipg site. The physician examined the ipg site and noted, the ipg had migrated surgical intervention is to be undertaken at a future date to address the reported issue.